Manufacturer narrative:
H.6. Investigation: a 11499817-09 sample was not available for investigation, however the customer indicates that leakage was identified from the tubing joint to the injection port component. A review of the production records for lot 18045590 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that se bld 15dp 180mf 1vs dehp free leaked and there was blood exposure. The following information was provided by the initial reporter: recently we have been made aware of a few incidents involving blood transfusion giving sets. These have been found to be leaking at the syringe port. Exposure to blood/bodily fluid - blood transfusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that se bld 15dp 180mf 1vs dehp free leaked and there was blood exposure. The following information was provided by the initial reporter: recently we have been made aware of a few incidents involving blood transfusion giving sets. These have been found to be leaking at the syringe port. Exposure to blood/bodily fluid - blood transfusion.